Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following an magnetic resonance imaging (MRI) scan, the estimated battery longevity of the device decreased. The physician alleged a diagnostic anomaly occurred that resulted in the lower measurement. Abbott technical support confirmed the diagnostic anomaly occurred due to not clearing all of the diagnostic data prior to the MRI scan. The device was interrogated again and the estimated battery longevity returned to an acceptable value. The patient experienced no adverse consequences.